Event description:
On 30 april 2026, the customer contacted leica biosystems and documented ¿gsl-120 crashed breaking a slide¿. On 13 may 2026, the leica field technical specialist documented ¿only one slide broken, one patient affected. Did not hinder testing results. There were sufficient redundant slides made from this sample and culture(s).¿

Manufacturer narrative:
The root cause for the ¿gsl-120 crashed breaking a slide¿ could not be unequivocally determined from the information available. An instrument crash and incorrect slide loading may have caused the slide breaking reported by the customer. The leica field service technical specialist documented after repairs were carried out on the instrument, the instrument returned to normal functionality.